Manufacturer narrative:
On 05-may-2020, mentor received additional information about the event: the reported capsular contracture is baker grade iii/IV. The suspect medical device is a mentor memorygel breast implant 550cc gel breast prosthesis, catalog #3505504bc, lot #6932640, serial #(B)(6), UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Possible rupture of the patient¿s left breast prosthesis was reported. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor saline smooth breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.